Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode where the right ventricular (rv) to can impedance measured below 200 ohms, which is low out of range. The respiratory sensor was also deactivated by the device due to this episode. The measurements were observed in range during follow-up and the physician decided to reactivate the respiratory sensor. The ICD remains in service. No adverse patient effects were reported.